Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 10 days post-implant, it was reported that the patient had a bacterial driveline infection and the cause of the infection was unknown. The patient was treated with drug therapy and an unspecified surgical treatment and remains ongoing on lvad support.

Manufacturer narrative:
Approximate age of the device is 10 days. The device remains implanted and in use by the patient. The event occurred at the (B)(6). No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.